Event description:
It was reported to philips that the ups burst, delaying the procedure by more than 20 minutes on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service bypassed the ups and replaced faulty components including igbt, fuse, dsp control card, and igbt driver card. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).